Event description:
It was reported that (1) tx60g was used during an exploratory laparotomy procedure. It was reported by the rep that the stapler would not fire during the procedure. They only tried to fire stapler with the original reload in it. Another stapler was opened to complete the case. There was no consequence to the pt.